Event description:
The consumer was allegedly found unconscious next to his walker. The walker allegedly had a broken leg. The consumer was taken to the hospital. The alleged injuries are not known at this time.

Manufacturer narrative:
Manufacturer received information that a user was found next to their walker unconscious. The leg of the walker was reported as broken. Information indicates user has a history of falling. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse and/or user fell as a result of a medical condition. MDR filed based on alleged broken leg.